Event description:
Information was received indicating that a smiths medical hotline 3 temp check was reported to need preventative maintenance as it was reported to be leaking water. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.